Event description:
It was reported that the shock impedance for this system was approximately 160 ohms. The doctor elected to explant the system and implant a trans-venous system. There were no additional adverse patient effects.